Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging heart damage, chronic headaches, sinus infections, nose irritation, dizziness, headache, fatigue, nausea, vomiting, inter-cranial hypertension, heart attacks, spontaneous spinal fluid leak, repaired with blood patch on spinal cord and brain sag. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the following from an external and internal inspection: using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Pil confirmed the operation of heater plate. During the investigation pil observed the control knob was missing. Small scratches were observed on the left side panel. Unknown contamination was observed on the front of the bottom enclosure. Dust-like contamination was observed on/under the top enclosure, on the right-side panel, in the iso port, on the pca, on the blower cap, on/in the blower motor, in/under the blower housing, on the sound abatement foam and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Pil observed dust-like contamination on/under the flip lid assembly, on the seal of the flip lid assembly, on the left side panel, on top of, on the seal of, and in the water tank, in the bottom enclosure, in the lower base, on/under the heater plate, and on/in the dry box and on the dry box seals. Potential hair-like particles were observed on the water tank seal, in the bottom enclosure, and lower base. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was not observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. In box d: device available for eval? And date returned to mfg has been updated. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges heart damage, chronic headaches, sinus infections, nose irritation, dizziness and/or headache, fatigue, nausea / vomiting, inter-cranial hypertension, heart attacks, spontaneous spinal fluid leak, repaired with blood patch on spinal cord and brain sag. Patient harm or injury allegation. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.